Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, the clip opened to approximately 45 degrees following withdrawal of the lock line. The clip was subsequently closed, and a lock test was performed, during which the clip reopened. The clip was then deployed in a partially open position at approximately 45 degrees. Subsequently, an additional mitraclip was implanted. Post-procedure, the mr was reduced to grade 1¿2. There was no clinically significant delay or adverse patient effects reported.